Event description:
The customer reported that, during patient use, a ht70 plus ventilator where no alarm was heard. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.